Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the user noticed excessive lubricant leaked from the vessel sealer extend (vse) instrument while in use. The procedure was completed as planned with a backup instrument. The excessive lubricant was removed during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically as planned. The user removed the vse instrument and replaced it with a maryland bipolar forceps instrument. The reporter confirmed that nothing was missing or detached from the instrument's distal end. The excessive lubricant leaked from the vse instrument and fell inside the patient during the procedure. The lubricant was removed using irrigation and suction methods. The removal process was confirmed through visual inspection. No additional surgical procedure was required to remove the lubricant. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. There was no report of post-surgical complications and the patient has not returned to the hospital. Besides excessive lubricant, there was no damage or anything out of the ordinary observed with the vse instrument.

Manufacturer narrative:
Isi has not received the instrument to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of provided image of the instrument showed excessive lubricant at the distal end of the instrument. Lubricant was noted on the outside of the instrument. No broken or missing pieces were identified.

Manufacturer narrative:
Failure analysis found the primary finding of expected condition to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument is lubricated with krytox between the inner/outer running surfaces of the jaw tangs and clevis slots. The lubrication is not excessive and is considered an expected condition. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.